Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. Physio replaced the battery pins as a preventative measure and after observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device did not power on when prompted. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.